Event description:
On 04/14/2026, dr. (B)(6) reported that a 37 year old male patient presented to the (B)(6) with concerns related to previously placed dental implants. The implants placement was performed on (B)(6) 2025 at tooth locations #8 and #9. The patient presented with the issue on (B)(6) 2026 during the second stage of surgery. During the examination, the doctor determined that the implants had failed to osseointegrate. The implants were removed on the same day of the visit using a hahn implant surgery kit, and the implants were subsequently replaced. The patient was asymptomatic. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient's bone quality type and oral hygiene status were unknown and the current patient status is the healing phase, and the next step is placement of a healing abutment. No abnormalities related to the implants or their packaging were reported.

Manufacturer narrative:
The reported device has been returned but not yet investigated. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer internal reference number: (B)(4). Linked to #: (B)(4). Related MDR's number: 3011649314-2026-00606.